Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, tethered leaflets, and thin leaflets. A mitraclip ntw was inserted and deployed on the mitral valve. However, post deployment, it was observed that the clip partially moved on the posterior leaflet. To stabilize the clip, a second mitraclip was inserted and advanced to the mitral valve. However, it was observed that the first implanted clip had fully detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported migration (partial clip movement) and slda appear to be related to patient morphology/pathology due to the tethered and thin leaflets. The reported unexpected medical interventions were results of case-specific circumstances as the second clip was implanted to stabilize the reported slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, tethered leaflets, and thin leaflets. A mitraclip ntw was inserted and deployed on the mitral valve. However, post deployment, it was observed that the clip partially moved on the posterior leaflet. To stabilize the clip, a second mitraclip was inserted and advanced to the mitral valve. However, it was observed that the first implanted clip had fully detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.